Manufacturer narrative:
Manufacturer narrative: rotation, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A presentation titled 'evaluation of implantable collamer lens (icl) sizing accuracy using artemis insight 100 vhf digital ultrasound biometry (reinstein formula) in eyes with hyperopia and mixed-cylinder', indicated a study was performed on 64 eyes. It was to evaluate the accuracy of a formula in predicting vault lens separation of hyperopic and mixed cylinder implantable collamer lenses. In this study it noted 3 eyes of two patients experienced lens rotation, and repositioning was performed on one eye, and the remaining two eyes underwent prk enhancement. The article conclusion notes the "reinstein icl sizing formula" is proven to be safe and effective.